Event description:
A cortrak 2 feeding tube was placed suing the cortrak system. The tube ended up being placed in the right lung. The patient had a pre-existing right lung pleural effusion and pneumothorax. This feeding tube was used after repositioning. There was no harm to the patient who was discharged home from the hospital.

Manufacturer narrative:
The cortrak system used during the event was returned and evaluated. The cortrak was found to be functioning per specification. The tracing received does not represent a typical gi placement. Because this is not a typical tracing as illustrated in the instrument for use.